Event description:
The complainant reports approximately 25 cases with a similar presentation and clinical course. These events have reportedly occurred over a six year period. These are pts, who following uneventful sling procedure, developed delayed failure of vaginal healing at approximately 2 months post-op, manifest in most cases as mesh palpable in the vagina by the pt, profuse discharge, contact bleeding, pain, dysuria and dyspareunia. Upon exam, pt reports these pts to have an area of exposed mesh in the midline, beneath the midurethra, in the vicinity of the original incision, measuring about 1 x 0.5 cm. Some pts had accompanying granulation tissue. Most had well healed vaginal edges. No overt signs of infection were present. The physician performed a revision of the vaginal wound, mobilizing 0.5cm of the vaginal wall and closing it primarily with interrupted sutures over the intact mesh. In each of these cases the revision failed within 2 weeks, requiring further surgery to excise the exposed mesh and repair the vaginal wound. In each case the second procedure was successful.